Event description:
Removal of defibrillator unit ventricular lead problem found on defibrillator check. Significant erosion of ventricular lead due to tortuosity and coiling of the two leads together resulting in erosion of insulation in several locations.